Event description:
Had transvaginal, I am seeing the mesh almost as an allergic trigger and fighting itself to get rid of it. I have been hospitalized twice in last couple months, can't breathe, have to be on high dose steroids and breathing machine since (B)(6) mesh inserted. I have been having problems since. I have been having recurrent infections, pain, everything. Recently have been violently ill for past 4 months. "My doctor tells me my body is...."